Event description:
It was reported that the patient experienced a high blood glucose event with a blood glucose reading of 300 mg/dL which was treated with a bolus through the pump on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.